Event description:
Customer reported blank display. The device was received for investigation. Device history record can be reviewed. No event linked with reported issue was observed. The device log can be reviewed. No interruption of infusion was recorded. No event or alarm that could be assimilated to a black screen recorded. History data is insufficient to confirm events reported. The device was tested. At 60 ml/hour, during 80 hours no issue detected. During 2 hours at 35° celsius, and 2 hours at 10° celsius, no modification on the display viewed. Battery life test at 25ml/hour during 8 hours, no display dysfunction. An internal check of the device was carried out. The flat cable connecting the cpu board to display board was folded and pinched after display board replacement at re-assembly. Internal check confirm the dark display.

Event description:
Customer reported blank display.